Event description:
The customer reported to philips healthcare a display issue, but the issue was later clarified to be that the device did not power up, and therefore, the display did not turn on either. There was no patient involvement.

Manufacturer narrative:
(B)(4).